Event description:
Caller reported that the indicated battery charge of their device dropped significantly in a short period. There was no reported impact to the customer¿s blood glucose level. The issue was current, but the battery charge did not continue to decrease when plugged into a power source, and there was no unexpected shutdown. However, as a resolution, customer was advised to plug the device into a working power source, and customer technical support was to contact international support for further assistance and follow up. Upon follow up, no further information was available.